Manufacturer narrative:
Concomitant products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: implantable neurostimulator.

Event description:
A patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor reported that he was told by his healthcare provider (hcp) that "3 out of the 4 leads went bad." The patient had the ins and leads replaced on (B)(6) 2016. The patient reported complete recovery following the revision and no patient symptoms were reported.

Manufacturer narrative:
Continuation of product ID 3889-28 lot# va0vr0e serial# implanted: (B)(4) 2015 explanted: (B)(4) 2016 product type lead product ID 3889-28 lot# va0vr0e serial# implanted: (B)(4) 2015 explanted: (B)(4) 2016 product type lead: due to (B)(4) harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event.if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer regarding a patient with an implantable neurostimulator (ins) reported he had his device replaced after 8 months because there was a problem with the leads at the time. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.